Manufacturer narrative:
A2. Age at time of event: 18 years or older. The synergy ous mr 3.00 x 8mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle third of the circumflex artery. Following pre-dilatation, a 3.00 x 8 synergy drug-eluting stent was advanced. However, before reaching the lesion the stent was deformed. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle third of the circumflex artery. Following pre-dilatation, a 3.00 x 8 synergy drug-eluting stent was advanced. However, before reaching the lesion the stent was deformed. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.